Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had fault in nvram that is only logged,fault # 54. There were no patient harm or injury was reported.